Event description:
Patient called in to report a service error code. Wcd role in the event is pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing but failed inspection for unrelated issue. Returned therapy cable failed inspection for wire damage. Occasional damage to therapy cable is foreseeable due to rough handling in the home use environment. The reported service error can occur when the selt test detects an error in the therapy delivery circuit. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.